Event description:
Consumer reported complaint via e-mail for error message (e-2). Customer stated the night prior "it was close to becoming a real life threatening issue." Customer stated the night prior his wife had found him incoherent and in urgent need to test his blood glucose; customer stated wife had to use at least 20 test strips from one bottle and then used another vial and had obtained e-2 (only one lot number provided in e-mail). No symptoms or medical attention associated with the use of the product was reported. Manufacturer attempted to contact customer via telephone; unable to contact customer at this time.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user) note: manufacturer made several attempts to contact customer to ensure the customer¿s initial concern was resolved- unable to establish contact with customer.